Manufacturer narrative:
The complainant reported that the midline was inserted on (B)(6) 2024 and was removed on (B)(6) 2024 due to poor flush and no blood return. The patient's arm appeared swollen, and ultrasound identified infiltration. The line was removed, and a hole was identified at the 8cm mark. No patient harm was reported. The line was returned to avi for investigation. A kink and break were observed 7.5cm from the suture wing tip. Review of the lot history record identified not nonconformances. The root cause of the kink and break in the line could not be determined.

Event description:
Customer reported a break in a midline.